Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. Technical services (ts) analyzed shock coil vector data and found that the shock impedance measurements were greater than 125 ohms which is out of range. Ts recommended for a commanded shock to be performed for further lead integrity evaluation. At this time, this rv lead remains in service. No adverse patient effects were reported.